Event description:
Customer stated seven of bags appeared to have particles that cold fail a post-fill inspection. The observed particles were not necessarily in the product contact area. They could have been stuck to the outside of the bag, imbedded within the plastic. However, they were not easily removed from the outside of the bag, even when washed with ipa. Four of these particles were characterized as back in color, one as red, one as white, and the final as clear plastic. A repeat inspection could not find the plastic particle.

Manufacturer narrative:
As in all cases of foreign particulate matter in a cryocyte bag, there is additional risk to the patient regarding sterility, infection, and/or an additional adverse reaction.